Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) analyzed device episode data and found that the untreated episode was due to double counting of a wide complex morphology while in the secondary vector. Later, there was a similar episode due to oversensing where an inappropriate shock was delivered. It was noted that there was undersensing of the patient's ectopic beats along with some muscle noise that was handled appropriately by the device. It was also noted that the patient was experiencing chest pain. Ts suggested no further action. No adverse patient effects were reported. Currently, this s-ICD system remains in service.